Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was inaccurate. Customer stated the pump was "loosing time". Customer corrected the pump time prior to calling in to tandem technical support. There was no reported impacted to customer's blood glucose level.